Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the shock impedance trend from this right ventricular (rv) lead. Ts confirmed that the impedance had been increasing gradually since implant, from approximately 60 ohms to currently 105 between 144ohms. Ts provided recommendations for assessing the rv lead integrity, such as via commanded shock testing, provocative maneuvers, isometrics, and diagnostic imaging. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the shock impedance trend from this right ventricular (rv) lead. Ts confirmed that the impedance had been increasing gradually since implant, from approximately 60 ohms to currently 105 between 144 ohms. Ts provided recommendations for assessing the rv lead integrity, such as via commanded shock testing, provocative maneuvers, isometrics, and diagnostic imaging. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative). This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.